Manufacturer narrative:
Additional components involved in the event: product family: drg lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(4), batch: 6958790. A patient experiencing high impedance due to a lead fracture was reported to abbott. The patient¿s leads were explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient¿s t12 leads were fractured. Fracture was confirmed via x-ray. As a result, surgical intervention was undertaken wherein the t12 leads were explanted and replaced resolving the issue.